Manufacturer narrative:
Batch review performed on 03 february 2020: lot 176141: (B)(4) items manufactured and released on 05-dec-2017. Expiration date: 2022-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 03 february 2020: gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm (k121416) lot 176177: (B)(4)items manufactured and released on 29-dec-2017. Expiration date: 2022-12-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had pain on the tuberositas region. The surgeon decided to change the tibial plateau 1 year and 9 months after primary surgery.